Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown implantable device exhibited a nonspecific product performance anomaly. Good faith efforts were made to obtain additional information; however, no further details were available. This device remains in service. No adverse patient effects were reported.